Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 the patient was incoherent, and went to the hospital due to this. No further specific symptoms nor treatment was reported from the event. No cgm nor blood glucose readings were reported, and it was unknown if the patient experienced a hypo or hyperglycemic event. It was unknown how much time the patient spent at the hospital. The patient was unable to provide any further details. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented and the patient declined to provide further information. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/5/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.